Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements throughout these tests were within normal limits. The insulation damage was not confirmed, the lead passed pressure testing and there were no visual anomalies were noted. Furthermore, the wire movement difficulty was confirmed. Also, there was a foreign material noted inside of the lead lumen. The foreign material was likely an agglomeration of blood or body fluid and polymer from the lead or guidewire interaction.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damage and it was also noted that the wire would not go through the distal tip of the lead. This lv lead was never in service. No adverse patient effects were reported.